Manufacturer narrative:
Device history record could not be verified as lot number was not provided. A sample was not received for investigation. According to our supplier, the cloth towel is single use product. It is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process, the suction process was added before product's final folding, and workers do it according to standard operation procedure (sop) requirement, c. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces), d. In the folding process, supplier used one cloth pad under each stack products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production. Therefore, the root cause could not be determined.

Event description:
Customer reported that during a cardiac catheterization procedure, the cloth towels pwtb04-stm from the cardiac catheterization pack san46ccedd were linting. No adverse effect to the patient was reported. No further information was provided by the customer upon request.